Event description:
It was reported that a nurse experienced difficulty in engaging the foot operated steering mechanism on the stretcher. They reportedly sustained a knee injury while trying to activate the steer function and was off work for several weeks.